Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by an edwards field clinical specialist, approximately 4 months post implant of a sapien 3 valve in the native mitral position, the patient underwent intervention with a transseptal mitral valve in valve procedure due to paravalvular leak. At this time, no further information has been provided.

Manufacturer narrative:
Update to h6 (clinical code, type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to the reported event. The commander delivery system with s3/s3u/s3ur IFU was reviewed for guidance and instructions. Potential adverse events include paravalvular or transvalvular leak. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak post implanted was unable to be confirmed as the relevant imagery and medical record were not provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, 'a patient experienced pvl of their 29mm sapien 3 valve approximately 4 months post procedure in the mitral position. The patient underwent intervention with a transseptal mitral valve in valve procedure in the mitral position.' Due to limited information, a definite root cause was unable to be determined at this time. Other potential contributing factors are unknown as limited clinical information was provided. However, patient or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.